Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and mesh and an obtryx sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation concurrently with implantation of obtryx transobturator mid urethral sling and removal of a cadaveric fascial sling. The patient experienced abdominal and vaginal pain post implantation.